Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for an unknown reason. Blood glucose reading was unknown. The customer was hospitalized on an unknown date for an unknown period of time. The customer stated the hospital staff misplaced their glucose sensor transmitter. The insulin pump will not be returned for analysis.